Event description:
It was reported when using the pyxis medstation es system auxiliary 2.1 row c board was failing to recognize any pockets. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the auxiliary 2.1 row c board failing to recognize any pockets. Currently, the pockets have been removed. A field service engineer has verified that the issue has been closed. The system functioned as intended after the field service engineer repaired the device.